Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular (rv) lead noise warning and a lead integrity warning. It was also reported the lead displayed high rate non-sustained ventricular tachycardia (vt) episodes, the sensing integrity count was noted, the thresholds and impedance were high, there was noise and the lead was possibly fractured. When re-programming was done there was no more noise. Extraction of the lead is planned, and no patient complications have been reported as a result of this event.